Event description:
It was reported that the user contacted support during a firmware update and disclosed persistently high blood glucose after the insulin pump had been stopped for several hours and a dinner meal was not announced; after guidance, the user completed a full supply change and resumed insulin delivery on the ilet bionic pancreas. Symptoms included hyperglycemia with a highest blood glucose of 416 mg/dl, dry mouth, and increased thirst. Outcomes included a delay to therapy and a minor, non-serious illness/impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem characterized as an improper or incorrect procedure or method; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.